Event description:
Related manufacturer reference number: 2017865-2021-32370. It was reported that the patient's right ventricular lead exhibited loss of capture. An x-ray revealed that both the right ventricular and right atrial leads had dislodged due to twiddler's syndrome. The leads were removed and replaced. The patient had no adverse consequences.